Event description:
T was reported that this patient with a pacemaker had called 911 before loosing consciousness. It is known that the patient does have complete heart block. Emergency medical services (ems) arrived and brought the patient to the hospital in which a temporary pacemaker was placed. It was noted the right ventricle (rv) lead failed to pace when required. Subsequently, the rv lead was surgically abandoned and replaced successfully. Additionally, the lead was observed under fluoroscopy and there was no known fracture. However, the physician electively decided to replace the pacemaker as well. No additional adverse patient effects were reported.